Event description:
The patient reportedly was unable to hear. Six days later, the pt was seen at the center for device eval. Testing conducted confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.